Event description:
Literature was reviewed regarding a state-of-the-art review of valve-in-valve transcatheter aortic valve replacement (viv tavr). In figure 3, the authors presented pre-procedural computed tomography (CT) scans of the aorta in a patient with a degenerated 29 mm medtronic evolut r valve. It was indicated that the patient was being prepared for viv tavr using a non-medtronic valve (23 mm sapien 3). In figure 6, the authors highlighted a case of bioprosthetic valve fracture (bvf) using a 20 mm non-medtronic (true) balloon after viv tavr with a 23 mm medtronic evolut pro+ in a non-medtronic surgical valve (19 mm mitroflow). The reason for bvf was not stated. It was also noted that left coronary artery protection (stent) was on standby during viv tavr and bvf but was ultimately not needed. No further information was provided pertaining to these medtronic patients.

Manufacturer narrative:
Citation: di muro fm, cirillo c, esposito l, et al. Valve-in-valve transcatheter aortic valve replacement: from pre-procedural planning to procedural scenarios and possible complications. J clinic med. 2024;13(2):341. Published 2024 jan 7. Doi:10.3390/jcm13020341 earliest date of publication used for date of event. Medtronic products referenced in association with the adverse events described in figure 3 and figure 6: evolut r (product code npt, PMA# p130021) and evolut pro+ (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.